Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer received a notification from byram lab regarding "there could be a problem with (their) libre 3 system". It was further noted that the customer experienced a delivery delay with a replacement adc device. The replacement device was issued due to a sensor error message; however, there are no alleged adc product issue associated with this report. Adc customer service successfully contacted the customer to gain additional details regarding this event and the delivery delay. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.